Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. Section patient identifier: multiple = (B)(6).

Event description:
The customer reported falsely elevated architect intact pth results. The samples were tested on multiple analyzers in stat and routine methods. The following ranges of results were provided: sample ID (B)(6) (2): 993.77 to 2126.2 pg/ml. Sample ID (B)(6) (1): 545.46 to 1053.9 pg/ml. Sample ID (B)(6) (3): 731.73 to 2433.24 pg/ml. Sample ID (B)(6): 726.2 to 2551.3 pg/ml . Sample ID (B)(6): 1168.87 to 2334.7 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity identified non-statistical trends and increased complaint activity for the architect intact pth assay. However, normal complaint activity was identified for likely cause lot 02318k000. Review of the customer's instrument logs did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred with the falsely elevated results. Using worldwide field data, the historical performance of reagent lot 02318k000 was evaluated. The patient data was analyzed and compared to the established control limit. This evaluation indicated that the patient median result for lot 02318k000 was within the established control limits. Therefore, no unusual reagent lot performance was identified for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.

Manufacturer narrative:
The following similar product statement was inadvertently omitted in the initial report: this report is being filed on an international product, architect intact pth list 8k25-21, that has a similar product distributed in the us, architect intact pth, list number 8k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.